Event description:
It was reported that the fiber was no longer efficient during a lithotripsy procedure. When the nurse disconnected the fiber from the laser console, the fingers of the nurse were burnt because the fiber connector had become hot. The nurse was able to disconnect the fiber from the laser by covering the fiber connector with a towel. Details regarding how the case was completed were not provided. It was reported that the nurse's injury did not require medical intervention and that the pt was not affected by the reported event.

Manufacturer narrative:
(B)(4) - (first degree burn) refers to the nurse. Event problem: (B)(4) (overheating of device or device component); (connector).